Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was pushing the act button and nothing is happening on the pump. Customer's blood glucose was 271 mg/dl at the time of the incident. Customer stated that he did not receive a low battery alert prior to the off no power alert. Customer stated that there were no unattended alarms and the pump was not dropped or bumped. Customer received a no delivery alarm, low reservoir alert, and battery out limit alarm. Customer was advised to insert a new battery and monitor the pump. Customer was also advised to rewind the pump and change the entire set.